Manufacturer narrative:
(B)(4). The device was not returned to baxter. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported issue of increased intraperitoneal volume (iipv) was confirmed. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The assignable cause of the iipv event was determined to be false empty detect and use error, with the initial drain alarm setting inappropriately programmed.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a high drain 101 alarm during a previous therapy on the homechoice machine(hc). The caregiver(cg) stated the home patient(hp) had performed a manual exchange during their prior therapy with a fill volume of 2000ml. The technical service representative(tsr) assisted the cg to review the therapy log. The initial drain volume was set to 0ml. The tsr reviewed the programming to find the hc was set for continuous cycle peritoneal dialysis with a total volume of 9000ml, fill volume of 2000ml, last fill volume of 1000ml, dextrose set to same, and 4 cycles. The tsr reviewed the therapy log. The total volume was 7997ml, total drain of 11787ml, total ultrafiltration(uf) of 3798ml, and cycle 1 uf of 2266ml. The tsr attempted to conference the nurse in, but there was no answer. The tsr advised the cg to follow up with the nurse regarding adjusting the initial drain alarm. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.